Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 48 mg/dl and ate 40 units of carbohydrates. When she checked her blood glucose level it was 465 mg/dl. The customer's blood glucose level was in between the 300 mg/dl and 500 range mg/dl. The customer was feeling nauseous, tired, and thirsty. The customer had not been eating. The device was no returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.